Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and entrapment of device could not be tested as they were based on operational context. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that a force was applied during removal of the guide wire from the anatomy. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ although it was noted the physician used force to remove the device from the anatomy, this was due to the guide wire becoming entrapped behind a previously implanted stent. The force used seems to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Additionally, the separated portion of the guide wire was left in the anatomy behind the deployed stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6; device code 2017 - excessive forcena.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery with mild tortuosity. The balance middleweight (bmw) universal ii guide wire was advanced. A drug eluting stent was placed in the mid circumflex and the bmw universal was removed and then re-advanced due to treat a second lesion with resistance noted. A second balance middleweight universal ii guide wire was advanced, but also met resistance with the anatomy; however, made it to the lesion successfully. An unspecified stent was advanced over one of the guide wires and deployed with the other wire behind the stent. An attempt was made to retract the guide wire behind the stent, but the guide wire was lodged between the vessel wall and the deployed stent. It then separated into two pieces when the guide wire was pulled with force. The separated portion was left in the anatomy behind the deployed stent. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.